Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (te¿s non-functional) was due to a broken pulse wire in the #2 therapy electrode the root cause unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.